Event description:
It was reported that during the shunt pta treatment procedure, the platinum plus guidewire punctured the susuga balloon dilatation catheter wire lumen resulting in a balloon rupture and perforation of the vessel. The pt was symptomatic during this event. Prior to the procedure the guidewire tip was observed to be deformed; however, the physician elected to use the guidewire. During advancement of the balloon catheter over the wire, the balloon ruptured. The spring coil tip of the wire was found to be unraveled, and a "small perforation" of the vessel occurred. Pressure hemostasis was performed to treat the perforation. The procedure was successfully completed using a new susuga balloon catheter. Following the procedure the pt's status was reported to be "good".